Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer was jammed and unable to take antibiotics. A technical support specialist confirmed that customer side technician resolved the issue while on call. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system drawer was jammed and unable to take antibiotics. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a & g codes, section h device eval by manufacturer and device manufacture date.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system drawer was jammed and unable to take antibiotics. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.